Manufacturer narrative:
Concerning the bent mixer paddle, an incorrectly aligned mixing paddle can contribute to incorrect reagent mixing and incorrect results. The issue may have been caused by the user since the mixer shaft is exposed within the analyzer. The replacement of the mixer solved the issue. Three complaints of the same nature have occurred on like instruments within the past 12 months. There was no evidence of a systemic failure of a roche product.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 17.63 ng/l accompanied by a data flag and this value was reported outside of the laboratory to the physician. Another sample was collected from the patient 6 hours later and tested, resulting as 3 ng/l. Based on the result disparity between the two samples, the original sample was repeated twice, resulting each time as 3.00 ng/l accompanied by a data flag. The second sample was also repeated, resulting as 3 ng/l. No adverse events were alleged to have occurred with the patient. The tnthsst reagent lot number was 245180. The reagent expiration date was asked for, but not provided. The field service engineer found that the mixer paddle was bent. He replaced the mixing paddle and re-adjusted it. He found the probes to be misadjusted. He re-adjusted these. He ran performance testing with no issues. He ran calibration and quality controls. He ran a number of samples in duplicate and results were within range. The quality control and calibration data are within acceptable ranges. The alarm trace did not show any error messages related to an instrument issue. Errors related to the detection of a system reagent occurred on the date of the event, but the customer confirmed that due to low throughput of testing, only one set of reagent bottles is kept on board the analyzer. Performance testing was within acceptable range.